Event description:
It was reported that during a surgical procedure the physician did not use three leads. Contact #0 was out of alignment with the other contacts on all three leads. No lead came into contact with the patient. There was no patient injury and the patient recovered without sequela. See also MFR. Rep. # 6000153-2011-08930, 6000153-2011-08933.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual inspection of the lead model 3387s-40, lot # v657037 found the distal end to be bent. The proximal end of the lead appeared okay. No setscrew marks were observed and lead connectors appeared to be okay. The outer insulation was intact and a functional test found continuity acceptable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.